Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off in the injection site during use. The patient required medical imaging to locate needle. The following information was provided by the initial reporter: consumer reported needle broke off in the injection site.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off in the injection site during use. The patient required medical imaging to locate needle. The following information was provided by the initial reporter: consumer reported needle broke off in the injection site.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.